Event description:
While setting up and delivering high flow humidification the clinician attempted to adjust the fraction of inspired oxygen (fio2) setting on the controller unit. The controller would not respond and allow any change to the fio2. The unit failed to adjust fio2 even after power recycling. The unit was removed from service and sent to the biomedical department. Biomedical could not re-create the failure. The device history on this humidifier line noted previous similar failures. The manufacturer was contacted and informed us that there were similar failures at other institutions. Manufacturer noted that the clinician had to perform a certain sequence in applying power and then connection of the gases to eliminate this failure. There is no labeling on the device or in the instructions to perform this connection sequence. Users are un-aware of this operating sequence.======================manufacturer response for high flow humidifier, vapotherm (per site reporter).======================manufacturer informed us that we needed to connect unit in a certain sequence to avoid the fio2 failure. No labeling on the device indicates to device user how to do this.